Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database did not identity any trend of pins becoming stuck in the device. The investigation could not draw any conclusions about the reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor complaint through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Sterile processing noticed that a threaded headed pin stuck was in the resection guide.

Manufacturer narrative:
Examination of the returned devices confirmed the hp strl threaded pin is stuck/frozen in the hp troch ant blk pin hole. The root cause is attributed to misuse/technique. Off axis insertion of the fixation pins. Based on the root cause of suspected misuse, corrective action is not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.